Event description:
The customer tested his blood glucose using his contour meter and received a reading of 241 mg/dl. He retested using another meter and received a reading of 114 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.